Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (ablation and hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, headache and migraine outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident. Injury nos was replaced with new events dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, migraines, headaches, she did not underwent for confirmation test were added. Date of removal was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included sulfonamide allergy and bacterial allergy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (ablation and hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, headache and migraine outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, migraines, headaches right :2 coils left : 1 coil discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Lot number:653904 manufacture date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included sulfonamide allergy and bacterial allergy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (ablation and hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, headache and migraine outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, migraines, headaches. Right :2 coils left : 1 coil. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Lot number:653904, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included sulfonamide allergy and bacterial allergy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (ablation and hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, headache and migraine outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, migraines, headaches. Right :2 coils left : 1 coil. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Lot number:653904, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included sulfonamide allergy and bacterial allergy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (ablation and hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, headache and migraine outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, migraines, headaches. Right :2 coils; left : 1 coil. Discrepancy noted in date of insertion (B)(6) 2009. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-(B)(4) which will be deleted from bayer safety database after all information was transferred to this record # us-bayer-(B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.